Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a cutter ceased to actuate and cutting failure of the cutter occurred during surgery aspiration condition unknown. The surgery was completed after replacing the product with another one. There's no patient harm.